Manufacturer narrative:
D4: add UDI # should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 6 of 10. D2a: common device name: unomedical nelaton catheter. D2b: procode: gbm. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
It was reported "dirty catheters in his set." Photos depicting the reported complaint issue were provided by the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. The correct raw materials were used during lot production. No nonconformity had been registered during the production process of the mentioned lots. No other complaint was received on the lot and malfunction code uca-pmc09.02 foreign matter within product. Ten other similar complaints were received on the same issue with dirt on catheter. All these complaints were received from the same customer. Photos have been received for this complaint, which were evaluated in accordance with wi-0359. Impurities are visible on the photos. The issue was investigated deeply with related event (B)(4) (ch-22268). Rci was opened within this related event (B)(4). Rci has been closed with following conclusion: ¿investigation team conclude that source of dirt on catheter did not cause in production process in convatec michalovce. There is a high probability that source of dirt is from touch of catheter and printed foil during sterilization of custom procedural tray. Also, dirt is placed on the catheter right in the area of touch with pictogram that is placed on customer pouch, and it is always across this area. This assumption support also that uno female catheter was high-runner product which has been shipped to several other customers. At least 4 years we didn¿t receive any complaints from other customers where this product have been shipped to. In our production is 100% visual check after assembly on catheter automate and never have seen this kind of nonconformity on product.¿. On 12-may-2022, convatec has taken a strategic decision to withdraw from hospital care. This item is no longer produced on michalovce site. Based on the above no further action is required and complaint can be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.